Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery and common femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.